Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display, problem isolated to the battery tube. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's battery was locked inside the battery compartment and could only remove it by shaking the insulin pump. The customer¿s blood glucose was unknown at the time of the incident. The customer was assisted with troubleshooting but the insulin pump did not turn on. The battery contacts cap and compartment were ok, not damaged, missing or corroded. The device will be returned for analysis.